Manufacturer narrative:
Section d serial number was corrected from us01003465 to (B)(4). The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had no audio due to a speaker malfunction. At the repair bench, the speaker was replaced. The device was returned to the customer.

Event description:
The customer reported that the telemetry device had no sound on alarm. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.